Event description:
This report addresses the use error - reuse of supplies. The customer contact baster for assistance with check supply line alarm while on the home choice (hc) device during priming. The home patient (hp) did not want to troubleshoot and stated he disconnected the supply bag and attached a new supply bag to the same line. The hc advanced to "connect yourself" prompt. The baxter technical representative (tsr) informed the hp this was not an aseptic technique and he needed to start over with new supplies. The hp stated that he will not follow the advice. The tsr advised the hp to contact registered nurse(rn) if he chooses to not follow aseptic technique. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter, the customer reported use error. Therefore a batch review and sample evaluation will not be completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.